Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a "low" blood glucose level (bg), specific bg was not provided. Carbohydrates were consumed to treat bg level. Reportedly, customer continued to use pump for insulin therapy.